Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft0816 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "a wire break at the coiled tip for the accucath ace. All was retrieved out of the patient. The guidewire advanced with minimal effort. There was some resistance coming out, but no more resistance than usual for the coiled tip to come through the tip of the catheter. Once I pulled the catheter the coiled tip came with the catheter to the surface of the skin and I was able to retrieve it."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed; however, the exact cause is unknown. Three photographs of an accucath ace were returned for evaluation. An initial visual observation of the photographs showed the coiled portion of the guidewire was broken off. The detached coiled portion of the guidewire was observed to be stretched and deformed slightly. Closer details of the fracture site could not be seen in the returned photographs. Blood residue was observed on the sample in the returned photographs. While the exact cause of the broken guidewire in the returned photograph is unknown, possible causes include guidewire deployed into tissue, damage caused by the needle bevel, and advancement/retraction of the guidewire against resistance.

Event description:
It was reported, "a wire break at the coiled tip for the accucath ace. All was retrieved out of the patient. The guidewire advanced with minimal effort. There was some resistance coming out, but no more resistance than usual for the coiled tip to come through the tip of the catheter. Once I pulled the catheter the coiled tip came with the catheter to the surface of the skin and I was able to retrieve it."